Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. After the transseptal puncture, the watchman access system (was) was positioned in the left atrium. It was then noted that the was not able to be aspirated. The activated clotting time (act) was 178s ec at this point. The physician removed the was from the patient. The was flushed and thrombus was removed. Additional heparin was administered. New access to the vein was obtained and the procedure was continued with a new was. The act was noted to be 372 sec. The procedure was successfully completed. There were no further patient complications reported and the patient's condition was stable.